Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 70% stenosed target lesion being treated was located in the mid right coronary artery (rca) with a narrowing of the vessel in the distal lesion. The lesion was predilated with an unspecified balloon. A 4.00 x 18 mm unspecified bare metal stent delivery system (sds) was advanced and deployed in the distal lesion. A 4.00 x 16 mm liberte sds was then advanced to the proximal rca and the patient went into cardiac asystole. The liberte sds was being withdrawn when the stent dislodged in the ostium of the rca and was retrieved along with the sds and the guide catheter. However upon reaching the sheath, the stent dislodged from the delivery system and remained in the femoral artery. No additional intervention was taken, or is planned, to retrieve the stent. The patient was given an ampoule of atropine to treat the asystole and the patient's heartbeat returned to normal. The procedure was completed with the deployment of a 4.00 x 20 mm librte stent. No additional patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).